Event description:
It was reported that medfusion 3500 pump, the force sensor and main board had failed after doing the force sensor bridge test. No patient involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there was visible contamination on plunger head, inside the plunger head and by the l bracket pole clamp. A review of the event history log identified force sensor bridge test error in the history. Functional testing was performed, and the reported problem was duplicated during power up process and the force readings would fluctuate without any force applied to force sensor. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced complete plunger head assembly including force sensor, plunger board, left/right plunger case, plunger cable and plunger tube.